Event description:
The customer tested her blood glucose using her contour meter and received a reading of 131 mg/dl. She retested using another meter and received a reading of 71 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement strips were sent to the customer.